Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00508 (05-sep-2018). Additional information (26-sep-2018): siemens personnel performed maintenance on the instrument which involved the replacement of the sample arm. Siemens reviewed the filter data and chemistry data. The replacement of the sample arm has potentially resolved this issue. The sample arm is responsible for moving the sample from the hm wheel to the cuvette ring. Misalignment of the sample arm could have caused the discordant, falsely elevated (cardiac troponin-I) ltni result. Sample integrity cannot be ruled out at this time. Result code and conclusion code were updated. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the filter data and did not find any discordant results from (B)(6) 2018. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated twice, resulting lower. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.